Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer consumed carbohydrates to address bg. The customer alleged that the pump's bolus feature was not working appropriately and contributed to the low bg level. Reportedly the customer had a seizure, became unconscious, and got a concussion. Customer was treated with baqsimi, instant glucose, dextrostix, saline drip and medicine for concussion. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer system check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.